Event description:
It was reported that the lead had t-wave oversensing and programming changes have not helped. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Noise - interference/noise: sixteen (16) v-sensing integrity counter (sic) counts are observed on the (B)(6) 2010 in approximately an hour. High sic can indicate the presence of noise or intermittency in the system. No other time periods of increased noise are observed in the record. Sensing - oversensing: one short v-v sensed event of less than 220 ms is observed on both the (B)(6) 2010. (Both episodes ventricular fibrillation).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had t-wave oversensing. The lead was capped and replaced. No patient complications were reported as a result of this event.